Event description:
It was reported that pump generated altitude alarm 21 while insulin delivery was suspended despite pump operating within validated altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean speaker holes, load new cartridge, and attempt to resume insulin, but altitude alarm recurred, so customer switched to multiple daily injections while technical support arranged replacement pump and cartridge and instructed customer to place pump in storage mode and return device using prepaid label.